Event description:
Patient's caregiver reported patient received therapeutic shock. Patient's caregiver further reported that the patient felt and heard the alert and was at the restaurant at the time of the event. Initial review of device indicated that no shock was delivered, only 1 tachyarrhythmia untreated episode was reported. Confirmation of the shock delivered was identified only after the testing of the returned kit. The returned device was evaluated, and the monitor passed all evaluation tests. Event records were not captured in the monitor's system memory due to logic-based data processing specifications, which prioritize wcd essential function over data collection. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.